Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient resented with inappropriate vt episodes due to oversensing. The patient received inappropriate atp. Review of the transmissions confirmed post-sensed t-wave oversensing. Bringing the patient in to the clinic and make programming changes were recommended. Later, review of the new transmissions revealed decreased r-was amp. The lead was replaced during the generator change out due to normal eri. The patient was stable post-procedure.